Event description:
On (B)(6) 2012, I had the essure placed. I am allergic to nickel, but I was unaware that essure contains nickel and I cannot wear jewelry or earrings because of my allergy. Since placement, I have been lethargic, diagnosed with hypothyroidism, have constant utis, developed constant skin irritation around my mouth, neck, and chest. My periods have become so severe that I am always anemic and have been since the procedure. My bleeding is so bad I just sit on the toilet during my heavy days when I can because wearing a tampon and pad only holds it for maybe 10 minutes. Blood gushes out of me in extreme amounts. My hands are starting to feel weak, uncoordinated, and stiff. I cannot open pill bottles or pick up small objects and I worry about developing another autoimmune disease like ra.